Event description:
It was reported that during processing, the pulley wires from the prograsp forceps were found to be exposed at the end of the instrument. Reportedly the instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument's pulley wires were confirmed to be exposed. The pitch cable at the distal end of the instrument was frayed. The cable segment that contains the crimp is still installed in the clevis. There was an indentation next to the groove where the cable was frayed. Evidence not conclusive, but the cable damage was most likely linked to the dent found at the proximal clevis. No other damaged cables were found. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length , suggesting it might be caused by instrument collisions or other type of mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.